Manufacturer narrative:
This report contains the supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Investigation summary: according to the information received, the patient developed capsular contracture associated with breast implant. During evaluation of the sample, it was observed to be intact. No additional anomalies were observed. Based on the findings, mentor analysis lab concluded that the reported issue is unrelated to the breast implant and related to the patient condition. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Based on the information reported and the product investigation, no corrective action will be taken at this time. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that patients experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Reason for device explant and/or reoperation: bilateral capsular contracture (grade 3 for left and grade 3.5 for right). Manufacturer¿s reference number: (B)(4).

Event description:
This report contains the supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with two 225cc mentor memoryshape breast implants and experienced postoperative bilateral capsular contracture (grade 3 for left and grade 3.5 for right). As a result, the patient underwent bilateral removal and replacement with two 225cc mentor memorygel breast implants (catalog #:3502251bc) on (B)(6) 2019. The grades on the bilateral capsular contracture were confirmed by a surgeon during the revision surgery on (B)(6) 2019. This report is for the left prosthesis.